Manufacturer narrative:
Unique identifier (UDI) number n/a. Device evaluation: a service engineer evaluated the ventilator and replaced the manifold assembly. Medtronic received the replaced manifold assembly for failure investigation. The subassembly was placed in a ht50 test unit. The device was allowed to ventilate with standard test settings per the ht50 service manual. No abnormal noise was observed during ventilation. The reported symptom could not be duplicated or confirmed, but a different symptom was observed. During testing, the vacuum pressure displayed a rapid decrease in pressure, indicating the manifold failing the system leak test; the evaluation was unable to determine the cause. The new failure was verified but not related to the initial complaint. No corrective actions were initiated because no root cause was identified. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the ht50 ventilator generator abnormal noise. The patient was removed from the ventilator and placed on an alternate ventilator. The patient was not harmed or injured as a result of the reported event.